Event description:
Customer called alleging their meter would only prompt the error 5 message. Pt did not report any adverse events. The issue was not resolved with troubleshooting. No further information was reported.